Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The sodasorb canister was reseated. The customer contact reported there is no patient information available. (B)(4).

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.